Event description:
#Medwatcher #followup1 #fdamw5039562 #(B)(4) surgery to remove essure coils is (B)(6), 2015. Doctor is suspecting a perforation on the left side and since it's been four months since my hsg that shows this perforation, the coil could be anywhere by this point.

Event description:
#Medwatcher #followup2 #fdamw5039562 #(B)(4) surgery was (B)(6), 2015 to remove essure. I had a perforation in my right tube. Both coils were grade 3 placement and the left side was placed in an awkward way which was probably causing all my pain on that side. I also had a large cyst on my right ovary that was removed and sent to pathology since it was gray in color. Luckily it was not cancer. I also had endometriosis removed. Although I was recovering from surgery, the constant pain I had every day with essure was gone. My headaches haven't returned and I'm able to talk fluently without fumbling over my words. My heavy bleeding has stopped as well.

Event description:
(B)(4). Decided to have essure placed on (B)(6), 2014 as the result of my last pregnancy resulted in hemorrhaging twice made it dangerous to do a tubal. Since having the procedure I've had constant headaches, my hair is falling out and I have pinching pain on both sides of my lower abdomen.